Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Unable to verify partial display due to blank display. The insulin pump was received with light moisture damage to keypad traces. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. The customer also reported they were missing a part of the display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.